Manufacturer narrative:
Additional information was received that the physician did not believed that the infection was device related. It was also reported that there will be no further course of action regarding the lead left implanted. Additional suspect medical device components involved in the event: model #: sc-2352-70 ,serial #: (B)(4), description: linear 3-4 lead, 70cm. The devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site. The symptoms were drainage, redness and swelling. An intravenous antibiotic was administered but patient did not responded well with the treatment. The patient underwent explant of ipg and lead extensions.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-3138-35, serial#: (B)(4), description:scs phiii ext 35cm.

Event description:
A report was received that the patient developed an infection at the ipg site. The symptoms were drainage, redness and swelling. An intravenous antibiotic was administered but patient did not responded well with the treatment. The patient underwent explant of ipg and lead extensions.